Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: date of death was populated with (B)(6) 2021 since the exact date of death is unknown, however, it is known the patient presented to emergency room four (4) weeks after the ablation procedure which took place on (B)(6) 2021 and subsequently died sometime in the month of (B)(6) 2021. Catalog has character limitations and could not fit the entire catalog number of unk_smart touch bidirectional sf. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2022-00037 for product code unk_smart touch bidirectional sf (thermocool® smart touch® sf bi-directional navigation catheter) importer report number # 2029046-2022-50002 product code m490007 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2021 with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) and the patient suffered an esophagus fistula, cerebrovascular accident (cva), sepsis, prolonged hospitalization and died on an unknown date. It was reported the patient presented to the emergency room four (4) weeks after the ablation procedure with multiple strokes and bacteremia. They seemingly recovered in emergency department but had another stroke with left arm numbness. A computed tomography (CT) scan was performed, and the fistula was not presenting at that time. Unknown what treatment was provided in the emergency department. The patient was admitted to the hospital and died several days later. The exact date of when patient presented to the ER and the exact date of patient death are unknown. CT scan revealed aortic dissection surgically repaired years ago. CT scan (unclear if a different CT) it could be seen air going from the esophagus into psuedo-aortic repair. Esophageal scope procedure (egd) showed fistula, date unknown. On (B)(6) 2021, the biosense webster inc. (Bwi) representative was contacted by the physician and asked to pull up the ablation procedure records. This is when and how the bwi representative discovered the patient was deceased. Physician was unsure on what was the cause of death as he pointed out that the CT showed air between the esophagus and descending ao. In his opinion, he recalled that the ablation procedure went smoothly. The physician also explained that the patient had a ¿membranous atrium¿. After hearing his explanation about this, the bwi representative asked if this could have contributed to the death and the physician stated, ¿no¿.